Manufacturer narrative:
This event was reported in error.

Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, there was a breakage of the coupling system of the rasp handle.